Event description:
It was reported that during a da vinci hysterectomy multiple endowrist instruments broke while installed on patient side manipulator (psm) arm 1 and 2 when the surgeon opened the jaws of the instruments. The surgeon made the decision to complete the planned surgical procedure using open surgical techniques. No patient harm or injury was reported.

Manufacturer narrative:
A field investigation was conducted by an intuitive surgical, inc. (Isi) field service engineer (fse). During the fse's site visit, he spoke to the site's surgical technician. According to the surgical technician, he was present during the surgical procedure. Reportedly, during the first 30 minutes of the surgical procedure, an endowrist one vessel sealer instrument installed on psm 2 malfunctioned and he observed on the touch screen monitor that the patient's bowel was wrapped around the instrument. After the surgeon unwrapped the patient's bowel from around the instrument, it was discovered that the cable on the instrument was defective. The endowrist one vessel sealer instrument was removed and an instrument of different model was installed. There were no issues noted with the replacement instrument while installed on psm 2. A replacement endowrist one vessel sealer instrument was installed onto psm 1 it was noted that it was not articulating properly and that the cables on the instrument were damaged and protruding from the instrument's wrist. The endowrist one vessel sealer instrument was then removed and a pk dissecting forceps instrument was installed. After some time of use it was noted that the pk dissecting forceps instrument was not articulating well and it was discovered that a cable on the pk dissecting forceps instrument was damaged. The surgical technician indicated that the surgeon was having difficulty articulating the pk dissecting forceps instrument, the surgeon had to untwist the instrument to restore intuitive motion as the instrument was fully twisted in one direction. The surgeon did not observe any icons indicating that there was pressure on the mtms. Review of the site's system logs by isi engineering, found that the advisory logs 252 and 31009 were generated by psm 2. These advisory codes indicate that there is an intermittent connection issue between psm arms and the sterile adapter and/or the instrument. According to the surgical technician, the surgeon's decision to complete the surgical procedure using open surgical techniques was in part due to the patient's anatomy, as the patient had large fibroids and due to the breakage of the instruments during the surgical procedure. There was no patient harm or adverse outcome as a result of the instrument breakage. The fse was unable to replicate the issue experienced by the site. Functional testing of the surgeon side cart (ssc), found that the master tool manipulators (mtm) and clutch buttons functioned within specifications. However, as a precaution, the fse re-calibrated both the mtms and the clutch buttons. Functional testing of psm 1 with a test endowrist one vessel sealer instrument installed showed that the psm articulated intuitively. A test needle driver instrument installed on psm 2 articulated with no issues noted. The fse also tested psm 3 with a drape already installed by the site and there were no issues noted. Inspection of the affected endowrist one vessel sealer instruments and pk dissecting forceps instrument by the fse found that they had cable damage. The site's remaining endowrist vessel sealer instruments were also inspected and they were found not to exhibit any damage. The fse also performed functional testing of the site's system using one of their remaining drapes; however, they were unable to replicate the issue. The fse concluded that the broken instrumentation experienced by the site was unrelated to a system malfunction but was likely due to the drape that was installed on psm 1 and psm 2 during the surgical procedure. This complaint is being reported due to the following conclusion: the surgeon made the decision to complete a da vinci surgical procedure using open surgical techniques due to endowrist instrumentation damage. MFR report numbers 2955842-2014-02550, 2955842-2014-02555 and 2955842-2014-02556 were submitted for the endowrist instruments that malfunctioned during the surgical procedure.